Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the atrial lead dislodged, and the lead was tried to be repositioned. The physician retracted the helix, repositioned the atrial lead and tried to deploy the helix, but the helix failed to deploy even after multiple attempts. When repositioning was unsuccessful the lead was explanted, and a new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported events were dislodgement and failure to extend helix. A complete lead measuring 52.8 cm was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.